Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with non-sustained right ventricular oversensing (nsrvo) episodes due to pseudo pseudo fusion. Under-sensing was also noted. No changes were reported and no reported patient symptoms.